Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was multiple wires being shorted in the trunk cable. The trunk cable had signs of physical damage. The root cause for the shorted wires was unable to be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).